Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine and fentanyl via an implanted pump for non-malignant pain. It was reported that the patient was allowed 6 boluses a day, however they usually used 2 or 4. The app version - 2.0.1700. The reason for call was that the handset was lagging at 90%. The agent reviewed data and assisted the patient through deleting the data. They were able to connect to the pump without any lag. The patient would call back if further assistance was needed. It was noted the patient was supposed to be going to healthcare provider (hcp¿s) office for a refill tomorrow, however they tested positive for covid. It was reported that covid had been really kicking their butt for over a week now. The patient wanted to know how much medicine was left in the pump. Agent reviewed. The agent guided the patient through checking the expected refill date in therapy details. The patient saw that the expected refill date was on (B)(6) 2025. The patient would monitor the expected refill date and be in contact with the hcp. The patient was unsure of the event date. It was noted that it had probably been a good month or so. It was also reported the patient had issues with the wi-fi connecting. It was reviewed that wi-fi was disabled on the hands et.